Event description:
It was reported that the camera head had image noise. The issue was found during therapeutic laparoscopic liver resection procedure before sedation that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Full e1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, g4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon was not reproduced upon inspection of the device. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.